Event description:
Asr - revision due to cup loosening.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ clinical study (B)(6) patient ref (B)(6). Asr - revision due to cup loosening. Implant date (B)(6) 2006, incorrect see below . Revision date (B)(6) 2011, incorrect see below . Update received (B)(6) 2014. Hip side and surgeon added. Implant date and surgery date amended. (B)(4) number added. Country amended to germany in line with claimsuite. Lot number amended for femoral head. Hip(s) to be revised: left. (B)(4). Has been found to be a duplicate of (B)(4). Documents transferred to this com and additional reference number and surgeon added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2011-14814 is a duplicate report of 1818910-2011-22170. 1818910-2011-14814 will be rejected. 1818910-2011-22170  will be kept for investigation purposes. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 28 oct 2015: added pain from claimsuite, any missing mw fields, man/exp dates for all products.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the informationwill be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: clinical study (B)(4) patient ref (B)(6). Asr - revision due to cup loosening. Implant date (B)(6)2006. Revision date (B)(6)2011. Update received 6th febuary, 2014. Hip side and surgeon added. Implant date and surgery date amended. (B)(4) number added. Country amended to (B)(6) in line with claimsuite. Lot number amended for femoral head. Hip(s) to be revised: left (B)(4) has been found to be a duplicate of (B)(4). Documents transferred to this com and additional reference number and surgeon added. Update 28 oct 2015: added pain from claimsuite, any missing mw fields, man/exp dates for all products. (B)(4)2015 update august 17, 2017 additional information received from (B)(4), as per review of the new information there is no update to the com. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ clinical study (B)(4) patient ref (B)(4). Asr - revision due to cup loosening. Implant date (B)(4) 2006 incorrect see below revision date (B)(4) 2011 incorrect see below. Update received 6th febuary, 2014. Hip side and surgeon added. Implant date and surgery date. Amended. (B)(4) number added. Country amended to germany in line with claimsuite. Lot number amended for femoral head hip(s) to be revised: left dint (B)(4) has been found to be a duplicate of dint (B)(4). Documents transferred to this com and additional reference number and surgeon added.update 28 oct 2015: added pain from claimsuite, any missing mw fields, man/exp dates for all products. Sm (B)(4) 2015. Update august 17, 2017 additional information received from (B)(4 ), as per review of the new information there is no update to the com. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.